Manufacturer narrative:
Tech found that the tc bed head will not go up or down. CPR worked but still no head up. Replaced the manifold on this bed to resolve issue.

Event description:
Facility reported that the tc bed head will not go up or down. CPR worked but still no head up. No injury reported.